Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Explanation of method code (other): the actual device involved was returned and is currently in transit to the investigation site.

Event description:
A report was received from a patient alleging that the listed tracheostomy tube strap separated during use while sleeping. The patient alleged that the tracheostomy tube then shifted to one side so that the airway was temporarily blocked. The patient then awoke, finding that the tube had shifted. The patient reported that he did not seek medical attention, but did endure a headache following the event. No permanent adverse effects to patient were reported.